Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the lop sensor was repaired and everytime the device was turned on it was in diagnosis mode. After getting device out of diagnosis mode the device had a reservoir leak.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that after the limb occlusion pressure (lop) was repaired by the customer, every time the device was turned on it would start in diagnosis mode. After finally getting the device out of diagnosis mode, the device had a reservoir leak. The customer returned an a.t.s. 3000 tourniquet device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated a.t.s. 3000ts tourniquet serial number (B)(4) two times as documented in the repair reports. The last repair was june 22, 2017 where it was reported that the limb occlusion pressure (lop) was not working and the lop wire was crimped to make a better connection. This is not a related issue. On december 23, 2017, the customer called in for a.t.s. Technical support stating that they were unable to get the device out of diagnosis mode. They said that they had repaired the limb occlusion pressure (lop) sensor and now every time the device is turned on it starts in diagnosis mode. The customer called back after getting the device out of diagnosis mode and said that it now has a reservoir leak and that they wanted to send the device in for repair. Initial qa inspection of the a.t.s. 3000 tourniquet on february 2, 2018 revealed that there was a reservoir leak error on the main side with a silent alarm upon receipt of the device. When the device was opened, it was found that the speaker wire was plugged in at p14 (where the pump should have been) and the pump was plugged in at p13 (where the speaker should have been). Once the internal wiring was corrected, the device was turned on and there was an e0027 system failure. This error code is related to a speaker failure. The battery was dated 2016 and the mounting feet were cracked. Repair of the a.t.s. 3000 tourniquet was performed by zimmer biomet surgical on february 2, 2018 which included replacement of the battery, speaker assembly and mounting feet. A.t.s. 3000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.253. The reported event was confirmed since during the initial inspection it was noted that the device had a reservoir leak error on the main side with a silent alarm upon receipt of the device. The root cause of the reported event was due to the incorrect wiring that had been done by the customer when they repaired the limb occlusion pressure (lop) sensor. It was noted that the customer had performed the lop repair, and then it was found during the initial inspection that the reservoir pump and the speaker were plugged into opposite ports. The issue was resolved with the correction of the internal wiring and replacement of the speaker assembly. The battery and mounting feet were also replaced preventatively. The instructions for use (#62210009600, rev b) states on page 24 that ¿the unit should be inspected at regular intervals. It is recommended that a qualified technician perform a visual inspection at least once every six months.¿ the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.